Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion three years later.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that immediately following the implant of this implantable cardioverter defibrillator (ICD), low and high out of range shock impedances were observed. The physician reopened the pocket and found a loose setscrew. The setscrew was tightened and all lead measurements were reported to be normal. No adverse patient effects were reported.